Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient experienced symptoms of eye pain and irritation in the right (od) eye and sought medical attention. The patient was diagnosed with a superior peripheral ulcer and was prescribed moxifloxacin. The treating physician indicates that medical attention and medication were required to prevent or preclude impairment of eye function or structure from the condition of a persistent epithelial defect. The incident has fully resolved and the patient has resumed lens use.